Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and boston scientific corporation obtryx transobturator mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to cystocele, rectocele, enterocele with vaginal vault prolapse, and stress urinary incontinence. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems, vaginal scarring, fistulae, and organ perforation. On (B)(6) 2011, the patient underwent cystolitholapaxy, laser ablation of exposed bladder mesh, and bilateral retrograde pyelograms due to bladder stones and exposed eroded mesh. A cystourethroscopy with fragmentation of bladder stones was performed on (B)(6) 2011 due to exposed mesh within the bladder and bladder stones. The patient underwent a cystoscopy with laser ablation of bladder stones and laser ablation of foreign body within the bladder on (B)(6) 2011 due to bladder stones and mesh erosion. On (B)(6) 2012, the patient underwent vaginal mesh excision, excision of mesh from the bladder, cystotomy repair, cystoscopy, posterior colporrhaphy, enterocele repair, cystourethroscopy, and placement of a right double j stent due to vaginal mesh erosion, erosion of vaginal mesh into the bladder with bladder stone, vaginal pain, recurrent urinary tract infections, and rectocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that at the time of mesh implantation the patient underwent the concurrent procedure of cystoscopy.